Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported issue was solved by cleaning the expiratory cassette. The most probable root cause of the reported issue was that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator had a leakage. The patient involvement is unknown. Manufacturer ref.#: (B)(4).